Event description:
It was reported that, during arthroscopic surgery, multiple tendon anchors continuously broke when inserting through the bio-inductive implant into the existing tendon. The tendon anchors broke directly in the center of the bridge in different locations within the tendon. The procedure was successfully completed without significant delay using the same faulty device since even broken, the anchors sufficiently held the implant in place. No additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Complaint internal reference: (B)(4). H10, h2, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found excessive force applied during anchor deployment may result in damage to the tissue, to the material being fixated, or to the anchor. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a rotator cuff (supraspinatus tendon) repair surgery, multiple tendon anchors continuously broke when inserting through the bio-inductive implant into the existing tendon. The tendon anchors broke directly in the center of the bridge in different locations within the tendon. The procedure was successfully completed without significant delay using the same faulty device since even broken, the anchors sufficiently held the implant in place. No additional complications were reported. The anchors were left in place since they are absorbable.